Event description:
It was reported that the patient with this right atrial (ra) lead experienced an infection. The physician opted to remove the lead along with the device since it was used by the infected patient. A revision was performed and the pacemaker device alone with this lead were explanted. A new lead was implanted. No additional adverse patient effects were reported. The device will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).